Manufacturer narrative:
(B)(4). The complaint bc6060 flexitrunk interface infant nasal prongs is expected, but has not yet been returned to fisher & paykel healthcare for evaluation. We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc6060 flexitrunk interface infant nasal prongs disconnected from the nasal tubing. No patient consequence was reported.

Event description:
A hospital in texas reported via a fisher & paykel healthcare representative that the bc6060 flexitrunk interface infant nasal prongs disconnected from the nasal tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc6060 flexitrunk infant nasal prongs and one bc192 flexitrunk infant interface have been returned to fisher & paykel healthcare in new zealand for evaluation. The units were visually inspected and the dimensions of the nasal prongs and the nasal tubing's midline cannula housing carrier were measured, as per f&p's drawings for the respective parts. Results: no physical damage was observed to the returned devices. All measurements were within specifications. Conclusion: we were unable to determine what may have caused the reported event, as no fault was found with the returned complaint devices. F&p currently makes 11 different sizes of prongs and recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant (including sizing information), and also state the following: "use the sizing guide to choose suitable prongs or mask." "Prongs should fill the nares completely without stretching the skin. Use the biggest possible size." "Choose the correct length of the nasal tubing. Use the shortest length possible." "Connect prongs or mask to nasal tubing ensuring that it is inserted fully." "If using prongs: squeeze sides of prongs firmly to expose grooves. Start from one end and insert prong grooves into nasal tubing. Push end in firmly."